Event description:
I had a hernia surgery. My doctor used the marlex mesh to do the hernia repair. Since then, I have a lot of scar tissue at the implant area. Implant area is still, to date, tender, causing moderate to severe pain at times, bad enough to inhibit my work schedule. I am also experiencing unusual bowel movements, also have experienced a decreased sex drive since the surgery. Dates of use: 2000 - 2008. Diagnosis: to repair hernias.